Manufacturer narrative:
Exact date unknown, event occurred in the year of 2019. Explant date: 2019.

Event description:
It was reported that the patients ipg was explanted due to an unknown reason. Explanted ipg was not returned. No further information has been obtained despite good faith efforts.